Manufacturer narrative:
Results: we have been provided with the affected sample. After the evaluation of the returned sample we have identified the foreign matter as embedded contamination in the injection point of the barrel. Conclusion: although the customer's reported defect was confirmed, an absolute root cause for this incident cannot be determined. UDI#: (B)(4).

Event description:
It was reported that black foreign matter was observed in the body of the bd 5ml syringe while still in the package. There was no report of injury or medical interventions.